Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the v60 ventilator shut off without alarming while in clinical use. Patient therapy was delayed; no patient harm reported. A philips remote service engineer (rse) evaluated the issue with the biomed and confirmed the unit turned on with illumination from both front panel leds. No further testing performed. The customer requested onsite service to complete repair. A philips authorized service provider (asp) evaluated the device and confirmed with the customer that the unit shut off in use with a patient. The customer biomed completed performance verification on the unit but was unable to determine the problem. Diagnostic logs indicated no error/failure codes. Power management was changed preventatively as there is a known field correction issue which may cause the device to inadvertently shut down. Performance verification conducted on unit and passed. The device was operational and returned to use after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.